Event description:
It was reported to philips that the system had insufficient disk space, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular planned treatment procedure was performed when the issue happened, and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and identified that system had insufficient disk space. Upon troubleshooting, it identified that the caused by a malfunction in the image processing computer. To resolve the problem the image processing computer was replaced, and the part is sent for further analysis, and it found the system was unable to power on using the power supply switch because the cmos battery was depleted. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue did not affect the procedure, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had occurred, but procedure was successfully completed by restarting the system. If a loss of live image occurs during a procedure, a restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.